Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the associated diagnostic code in the device event log. The rse provided the customer the service recommendations per the v60 service manual and the part details for a blower assembly replacement. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the customer and therefore cannot be determined. It is unknown if any parts or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting a high blower temperature alerted on the v60 ventilator. The device was in clinical use. The device was removed from service; there was no harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the associated diagnostic code in the device event log. The rse provided the customer the service recommendations per the v60 service manual and the part details for a blower assembly replacement. The investigation is ongoing.